Event description:
It was reported that patient experienced difficulty with the four infusion sets quick release disconnecting clip from cannula issues event on (B)(6) 2026. The infusion set in use for forty eight hours. The patient replaced infusion set and resumed insulin deliveries successfully for all

Manufacturer narrative:
MDR (B)(4) / initial 1 of 4 based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380